Manufacturer narrative:
Zimvie did not receive one (1) tsvtwb8, (imp,tsv,4.7,8,mtx,mg) for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). Functional testing to recreate the reported event could not be performed due to the nature of the device & event. This complaint refers to the specific device being investigated for this complaint record. DHR review was completed for the subject lot number 1226966. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1226966 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿fracture.¿ the customer did submit three (3) x-ray images for the reported event. (See attachments) further review of the x-rays identified the implant was fractured at the collar region. IFU review: documents reviewed: instructions for use ¿ tapered screw-vent® and trabecular metal¿ implants - 4869 rev. 9-10/19; breakage; page 2. Information identified: "warnings" & "contraindications." Based on the investigation and risk management file review as per rmf rm-00541-haz rev. 3, the most likely root cause determined from the investigation is material selection of implant inadequate (unable to withstand occlusal forces or long-term loading). Therefore, based on the available information, a device malfunction did occur. Without device receipt, the reported event is confirmed via the provided x-rays. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: g6: checked "follow-up." H3: changed "no" to "yes."

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. B3: date of event unknown / not provided. G4: k101880.

Event description:
It was reported that the peripheral collar fractured for site 14 implant. This led to bone loss and infection on the mesial side. Implant has not been removed. Site was grafted prior to implant placement. Symptoms as a result of the event: inflammation the implant will not be removed. Infection will be treated.